Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
During a premature ventricular contractions procedure, a transient lbbb has been induced during ablation. The premature ventricular contraction max precocity was left ventricle septal and during movement of catheter the lbbb appeared, after having already done some ablation shots. Removing the catheter from the left ventricle and waiting a bit resulted in recovery of the lbbb. The procedure was stopped following the lbbb because of the premature ventricular contraction was no longer present.